Event description:
Patient reported a left side leaking and a bilateral implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, a left side leaking. And a bilateral implant removal from textured to smooth, due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Deflation: one opening observed, on posterior side assessed, as an unidentified (tear) opening (shell thickness was within specification). Additional observations: brown particles observed, inner of the surface of the shell. Non-penetrating nicks observed, creases were observed. White calcification observed, on the surface of the patch. No further actions are required, as the device was implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.